Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had reached battery capacity depleted (bcd). Boston scientific technical services (ts) discussed that the patient's ICD device triggered bcd and recorded code 1003 two years ago. Ts added that it was uncertain if the capacitors charged and delivered therapy. This ICD device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had reached battery capacity depleted (bcd). Boston scientific technical services (ts) discussed that the patient ICD device triggered bcd and recorded code 1003 two years ago. Ts added that it was uncertain if the capacitors charged and delivered therapy. This ICD device remains in service. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted. A new device with a device with a different model was successfully implanted. No additional adverse patient effects were reported.